Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day as peritonitis onset, the patient was hospitalized and treated with an injection meropenem (unknown dose/ ongoing) and injection vancomycin (unknown dose/ ongoing) for peritonitis. It was reported that the patient was recovering from peritonitis. Pd therapy was ongoing. It was reported that the patient was not retrained on proper aseptic technique. No additional information was available.